Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 40 milligram per deciliter. Current blood glucose was 167 milligram per deciliter. Customer did not experience any symptoms of low blood glucose. Customer was not treated for low blood glucose. Customer was ok for troubleshoot. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. No further patient complications were reported. Customer declined further troubleshooting, customer will continue use of the device.